Event description:
The customer reported that there was a sudden loss of image when the c-arm was positioned in ap. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.